Event description:
Boston scientific received information that at the implant procedure of this implantable cardioverter defibrillator (ICD) out of range pace impedances were exhibited. The physician had cleaned and reconnected the competitor's right atrial (ra) lead and impedances were then measured at 1,839 ohms. The system was implanted and no further complications were reported. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.